Event description:
It was reported by the customer that a pyxis anesthesia es system device rebooted unexpectedly during active procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device rebooted unexpectedly. A technical support specialist found corrupt files,successfully repaired by rebooting device. The system functioned as intended

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h.6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-may-2022 to 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that device rebooted unexpectedly. A technical support specialist found corrupt files, successfully repaired the corrupt files and rebooted it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that ckpxa-or2 had shut down in the middle of a case. Power cord was plugged into outlet, the main power switch was set to on, switched off and on the main power, cart came back on and it seemed to be in the middle of an update. Customer requested to run a report for checking any automatic updates. There were no adverse events or injuries reported based on this event.